Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a processor issue with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue with the subject meter began early march in the afternoon. During that time, he reportedly was getting "three dashes" on the subject meter. The patient reportedly did not take any actions due to the alleged issue. At an unspecified time, after the reported issue, he reportedly experienced symptoms of "dizziness and vomiting." On the day before at 11 am, the patient reportedly received assistance from the emergency room and reportedly obtained a reading of "500mg/dl" on the ER/hospital's meter. At the same time, he reportedly was treated with 9 units of insulin (unknown type). At the time of troubleshooting, it was verified that this was not a new product and the meter has been coded previously. When the cca walked the customer through resolving the issue, it was resolved. It was noted that the customer was getting the "dashes" when accessing the memory. When the cca educated and trained the customer, the issue was unresolved. The cca also found out that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient alleged that after the reported issue, he obtained a reading of "500mg/dl" on the hospital's meter and was treated with insulin, which could be suggestive of hyperglycemia. In addition, the alleged issue was not resolved during the troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.